Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.